Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component code - mechanical (g04) - stem. Attempts have been made to gather product ID information and no further info is available no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The event could not be confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: item# unk humeral component; lot# unknown. G2: foreign - event occurred in the UK. G2: literature - allen j, budworth l, cowling p, tunstall c, limb d, vollans s. Outcomes at mean follow-up of four years following ao type-c distal humerus fractures managed with fixation or arthroplasty. Shoulder & elbow. 2024;0(0). Doi:10.1177/17585732241283909 h6: proposed component code - mechanical (g04) - stem. Attempts have been made to gather product ID information and no further info is available. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately three (3) weeks ago, a journal article was retrieved from shoulder elbow that reported a study from the united kingdom. The purpose of the retrospective study was to compare outcomes between open reduction internal fixation (orif), total elbow replacement (ter) and distal humerus hemiarthroplasty (dhh) for ao type-c (aoc) fractures of the distal humerus in patients aged 50 years or older. The study reviewed 65 patients. 68 patients underwent surgical treatment for an aoc distal humerus fracture between january 2016 and january 2022, three of the patients were excluded due to having an injury more than four weeks old. Twenty-two patients underwent orif, twenty-six underwent ter, and seventeen underwent dhh. The zimmer biomet a.l.p.s. Or acumed distal humerus plating systems were used for patients undergoing orif. Parallel plating was performed in 11 patients and orthogonal plating was performed in 11 patients. Nine patients had a zimmer biomet coonrad-morrey prosthesis, and 17 patients had a zimmer biomet nexel prosthesis. A wright medical latitude prosthesis was used for all 17 patients with a dhh. Follow-up was conducted at 57.7, 46.9, and 36.1 months from surgery for orif, ter, and dhh respectively. Patient provided outcome measures (proms), in the form of oxford elbow scores (oes) and mayo elbow performance score (meps), were collected via telephone clinic in january 2023. There were no statistically significant differences in either the oes or meps between any of the groups. There was also no statistically significant difference in rom between any of the treatment groups demonstrated. The study reported 2 patients in the ter group that experienced aseptic loosening; 1 of these patients required reoperation. Attempts have been made and no further information has been provided.